Event description:
It was reported that the patient experienced a hypoglycemic event with a blood glucose of 53 mg/dl upon waking, received device low glucose alerts, consumed orange juice, and glucose returned to normal within 30 minutes; the cause was unclear despite troubleshooting and education. Symptoms included hypoglycemia without reported adverse physiological effects. Outcomes included self-management without medical intervention, assistance, hospitalization, or long-term impact. Investigation included review of the event details with user-reported device alerts and completion of troubleshooting and education. Investigation of this case revealed no identifiable device malfunction and no component failure, with the event classified as hypoglycemia of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.